Event description:
It was reported that when the programmer was powered on, the screen would not come up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer would not power on and attributed it to the media processing unit being out of specification and it was therefore replaced. It also found that the system fan was noisy and it was also replaced. The hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that when the programmer was powered on, the screen would not come up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.